Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation. Additional part used: assy, probe, ami 9700 (pre-copq); catalog: 0570-0309; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a assembly, ami 9700 console, the device was reading inaccurately. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.